Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. On (B)(6) 2011, the patient was given a loading dose of vancomycin 2gm ip and began treatment with fortum 1gm ip, twice daily. The root cause of the peritonitis was a break in aseptic technique. At the time of reporting, the event of peritonitis was resolving and the patient continued to receive remedial treatment with fortum. The outcome for a break in aseptic technique was not reported. Dianeal therapy continued. The nurse believed that the event of peritonitis was unrelated to dianeal therapy. The reporter did not provide an assessment of causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.